Manufacturer narrative:
(B)(4). The device was manufactured january 16, 2014 ¿ january 20, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a black particle 0.04 mm in size floating in the fluid of the bladder. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device and a photograph have been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a black particle floating in the solution inside the reservoir. The infusor had been filled with the antibiotic desferrioxamine. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Further analysis revealed that the black particle was identified via fourier transform infrared (ft-ir) spectroscopy as calcium carbonate and thiophenyl. A CAPA was opened to address this issue. Should additional relevant information become available, a follow-up MDR will be submitted.